Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter used during an attempted coronary sinus cannulation, had caused cardiac perforation and effusion. The catheter was removed and discarded. No further patient complications have been reported as a result of this event.